Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2012-04435. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that patient underwent a mesh revision on (B)(6) 2008 and on (B)(6) 2011. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent mesh revision and removal of prosthetic vaginal graft on (B)(6) 2011.

Manufacturer narrative:
Resubmission with the correct file number. Date sent to the FDA: 01/05/2017.